Event description:
It was reported that the pump screen reset unexpectedly, but it did not require a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. During a routine pump system check, the pump reset one of its microprocessors to ensure performance, which was explained as a safety feature. The customer understood the situation and successfully resumed insulin delivery after the incident.